Event description:
It was reported that the compressor mini did not exhaust the condensates to the drain bottle. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor mini did not exhaust the condensates to the drain bottle. The field service engineer replaced the drainage valve after which the compressor worked as expected. The drainage valve was replaced and returned for investigation. Note. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the moist air has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smoother start of the compressor. When the returned drainage valve was mounted in the reference compressor, it operated as expected and the reported issue could not be reproduced. The valve drained water as it should and no leakage or any other malfunction was found. Problems with the drainage valve may lead to insufficient air delivery from the compressor. Alarms will be generated. A defective drainage valve can also lead to a situation where the compressor is not starting as expected. Excess moisture in the compressed air may damage components inside the ventilator air gas module. No malfunction was found with the returned drainage valve during the investigation. As the reported issue could not be confirmed or reproduced, the root cause could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).